Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The patients exact weight was recorded as (B)(6) kg. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 4.0 x 19 graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a right coronary artery (rca) chronic total occlusion (cto). Once the rca was accessed, a perforation was noted. A 4.0 x 19 mm graftmaster stent was implanted. The perforation continued so a 3.5 x 19 mm graftmaster stent was implanted, and the perforation improved. A small amount of extravasation was noted from both graftmaster stents. The physician reversed the heparin with the medication protamine and re-occluded the vessel intentionally. The perforation healed and another percutaneous intervention will be performed on a future date. The patient is in fine condition. There was no additional information provided regarding this device issue.